Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an right ventricular (rv) lead implant attempt, the lead exhibited a drop in r-waves. The physician requested another lead that was implanted with success. No patient complications have been reported as a result of this event.